Event description:
Noise reported on the atrial and ventricular channels in vf episodes transmitted to home monitoring. Inappropriate therapy was delivered. No noise was noted on the far field channel and the rv pacing impedance was stable and in range. Lead to be evaluated further and remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
This lead was capped (B)(6) 2020. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This lead was capped 24-aug-2020.